Event description:
It was reported that during a ptca treatment procedure the maverick otw balloon ruptured at 8 atm's on the initial inflation. The patient was asymptomatic during this event. The lesion being treated was a 100% stenotic lesion in the mid lad coronary artery. The maverick otw balloon catheter was removed and replaced with another balloon catheter to successfully complete the procedure. Patient status is reported as 'good'.